Manufacturer narrative:
The returned ICD was visually inspected upon receipt; no irregularities were found. The clinical complaint could be confirmed during the initial interrogation; the device could not be interrogated. Therefore, it was not possible to access the device memory. In the next step, the ICD was opened and the inner structure was inspected. Damage to the shock power amplifiers was found. This damage to the shock power amplifiers indicates shock delivery along an external low-ohm shock path. The module damage thus resulted in permanently elevated power consumption and then to the drained battery. Due to the drained battery, the ICD could no longer be interrogated. Possible clinical complications that could have led to an external short-circuit are the twiddler syndrome, a subclavian crush syndrome, or other kinds of damage to the lead insulation where there is low ohm contact with the high-voltage leads. The production process for this device was reviewed. The production documents did not show any irregularities that could be linked to the complaint. All production steps were correctly executed. There were no indications of a device malfunction.

Event description:
Ous MDR - it was reported that the ICD was explanted approx. 73 months after the implant due to hold off therapy when the patient was in a ventricular tachycardia. The patient had to be defibrillated externally. Subsequently, the ICD could not be interrogated anymore.